Manufacturer narrative:
Inserted a test p-cap into the retainer ring, and it locked in place properly. The cracked middle (enter) keypad button were noted during visual inspection. The device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, self, and displacement accuracy tests. No under or over delivery anomalies were noted during testing. Attempt to upload the device¿s history and trace files using thus was successful. Attempt to upload the patient¿s data using carelink was also successful. The adapt tool confirms that the following related alarms/alerts occurred around the event date: 7=no delivery alarm--10 plus alarms on december 16, 2021. The adapt tool also lists the following pump errors that could potentially trigger a critical pump error: pump error 54 (file number = 32122, line number = 1421) at november 07, 2021 05:21:31.000; pump error 3 at november 07, 2021 05:21:33.000 and november 07, 2021 05:31:00.000; pump error 63 (variable information = 3) at december 16, 2021 11:24:53.000. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the device. A close look at electrical board 1 on the keypad assembly reveals that there is a broken trace at pin 6. In summary, the customer¿s report that the device is not delivering enough was not confirmed. Pump errors 54 (file number = 32122, line number = 1421) and 3 are due to a software error whereas pump error 63 (variable information = 3) was due to a broken trace at electrical board 1 pin 6 located on the keypad assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not delivering due to blood glucose went up after changing the set out. No harm requiring medical intervention was reported. The device will be returned for analysis.